Event description:
It was reported that the forward trigger of a system 7 dual trigger rotary was sticking, a condition in which the device has the potential to run without user activation. This event occurred during testing at the user facility, so there was no patient involvement, no delay, no medical intervention, and no adverse consequences reported as a result of this event.

Event description:
It was reported that the forward trigger of a system 7 dual trigger rotary was sticking, a condition in which the device has the potential to run without user activation. This event occurred during testing at the user facility, so there was no patient involvement, no delay, no medical intervention, and no adverse consequences reported as a result of this event.

Manufacturer narrative:
The reported event of run-on caused by a sticking device trigger was confirmed. It was observed that the shafts of the triggers were corroded. The device was repaired and returned.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed. Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.